Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4) device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens, -15.0 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to patient discomfort and pain.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing that the haptic was torn/broken/bent/deformed and foreign material was observed to be on the lens (not possible to specify). (B)(4).